Manufacturer narrative:
No 510k provided due to similar device as a device marketed and distributed in the us. Onsite functional and visual examination was performed by a manufacturer representative. The system controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system does not boot up.

Manufacturer narrative:
The system control board was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system would not complete initialization with the board. If information is provided in the future, a supplemental report will be issued.